Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the blade was incorrectly mounted; the bevel edge was on the incorrect side of the blade and angled in the wrong direction. There was no patient involvement or impact.

Manufacturer narrative:
No sample has been returned for evaluation for the report of blade mounted incorrectly; therefore, the condition of the product could not be verified. The customer did provide photos which did confirm the reported issue of bevel in the wrong orientation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Photos were reviewed by the manufacturing site. Photo 1 confirmed the bevel of the knife is in the wrong orientation. Photo 2 confirmed the reported product number and photo 3 is the custom-pak list. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel orientation is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the blade was then angled, this caused the bevel to be in the wrong location. This defect was not detected by the operators during the bending process. The inspection procedures have been reviewed, such as incorrect bevel orientation, are to be removed from the lot and scrapped. An investigation has been completed and actions are presently being implemented to reduce the frequency of cutting instrument assemblies with incorrect bevel orientation. The manufacturer internal reference number is: (B)(4).